Event description:
During placement of a stent inside stenosis of an a/v access graft, the catheter bent. While deploying the stent graft, part of the stent graft sheared off and was left in the a/v access graft. The doctor went back in with a wallstent and pinned the sheared portion of the stent graft between the wallstent and the wall of the a/v access graft. No patient injury was reported.